Event description:
Revision surgery.

Manufacturer narrative:
There are some open questions regarding the x-ray images were we like to get a medical expert's opinion. The meeting is scheduled for 7/31/2012. Therefore we will file a f/u report after the meeting. This event occurred outside of the united states and involved a product that was mfg outside of the united states. However, because the link endo-model-m rotational knee prosthesis also is marketed in the united states, link is submitting this MDR to ensure full compliance with 21 cfr part 803. Add'l serial number: (B)(4).